Event description:
It was reported that during an ureteroscopy procedure, the fiber broke at the glass tip. The user removed the broken section safely and continued lasering. After a few minutes the green aiming beam disappeared, and despite adjusting the laser settings, it did not return. The procedure was completed using another fiber. There were no patient complications reported.

Event description:
It was reported that during an ureteroscopy procedure, the fiber broke at the glass tip. The user removed the broken section safely and continued lasering. After a few minutes the green aiming beam disappeared, and despite adjusting the laser settings, it did not return. The procedure was completed using another fiber. There were no patient complications reported.